Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. There were spaces missing where the numbers are supposed to be on the display. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump was not neither dropped nor bumped. Additionally, the customer reported that their low and high blood glucose alarms were not working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: insulin pump received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low blood glucose alarm, high blood glucose alarm due to missing segments/partial display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.